Event description:
It was reported to boston scientific corporation that a capio slim device was opened and intended to be used in a sacrospinous fixation procedure performed on (B)(6) 2021. During preparation, the carrier was unable to retract when the device was tested outside the patient. The procedure was completed with another capio slim device.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of retraction problem. An examination of the returned capio slim revealed that the device was in good condition. The handle, head and cage were in good shape and the ten riveting pins were found in position. A functional test was performed and the suture was loaded and the dart protruded from the carrier. The handle was then actuated, the carrier deployed correctly and the dart penetrated properly in the cage. However, an x-ray examination revealed that the core wire kinked. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. During product analysis, it was observed that the carrier was able to retract, consequently not confirming the reported complaint of retraction problem. However, based on all gathered information, the investigation concluded that the most probable cause for this complaint is manufacturing deficiency as during product analysis, it was also observed that the dart suture protruded from the heath tip of the device. As a result of this finding, an investigation is underway to address the problem. Furthermore, the core wire was found kinked. The most probable cause for this finding is adverse event related to procedure as the problem could be generated by the user due to the manipulation/handling/interaction and excess of tension applied to the suture during several attempts to load the dart and actuate the device during preparation. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was opened and intended to be used in a sacrospinous fixation procedure performed on (B)(6) 2021. During preparation, the carrier was unable to retract when the device was tested outside the patient. The procedure was completed with another capio slim device.